Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files that were retrieved from the device showed estimated flow values below the 2.5 lpm threshold; however, a correlation between this finding and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be established. A review of the submitted log files revealed persistent low flow hazards and alarms throughout the duration of these log files. Other than these alarms, no other atypical events were captured and the pump appeared to function as intended. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) until (B)(6) 2021 when the patient had a pump exchange. The serial number of the new pump is (B)(6) . (B)(6) was returned for investigation. (B)(6) was returned assembled with the pump cable cut approximately 4.5 inches from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The outflow cannula hardware, apical cuff, sealed outflow graft and sealed outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the proximal opening of the inflow cannula revealed a biological lining. The deposition was strongly adhered to the textured surface; however, the deposition did not appear to obstruct the flow of blood through the pump. Further examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The lvad event and periodic log files retrieved from the returned device appeared to capture the pump operating at a persistent low flow. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The current heartmate 3 lvas IFU also contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The current heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2021-02969. Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was admitted for persistent low flow alarms on device, related to reduction in blood volume in the pump. Controller software upgrade was performed. Computed tomography (CT) was negative for outflow obstruction and the patient denied hypertension or hypovolemia. The pump was exchanged because of the low flows, possibly due to pump thrombosis. The cause could not be determined despite transthoracic echocardiogram (tte) and CT.